Event description:
I got smooth saline breast implants in (B)(6) 2017, and didn't seem to have any problems at first. But when my husband and I tried to have a baby in 2013/2014, I had five miscarriages. All unexplained-even after extensive testing, multiple exploratory procedures, a minor surgery, and ivf with genetic testing on the embryos. Our medical team said that there must be something autoimmune going on, because my body is attacking the embryo as if it¿s a foreign object. Well, I do have a foreign object in my body-breast implants- and if my body is attacking them without succeeding, its going to move onto the next thing. In 2017, I reflected on my infertility experience and considered having my breast implants removed. I had them for ten years, and I was pretty certain that I didn't want them replaced. So, I started saving money. After a few weekends of yoga training in the late fall of 2017, I started experiencing vertigo, fatigue, joint pain, muscle aches, shooting pains across my breasts and chest wall, and soreness in my neck and shoulders. At first, I didn't think anything of it, but I continued to experience additional symptoms over the next 15 months. And even on my rest days, I still had aches and pains. This was not normal for me. As someone that takes very good care of their body, it became concerning. Nothing I could do would make these symptoms go away. At routine physicals and exams, nothing ever appeared to be ¿wrong¿. But I knew otherwise. In (B)(6) 2019, I was briefly exposed to toxic mold, and my body has been fighting ever since. I have had a rapid decline in my health and well-being. The fatigue and vertigo became so bad, I had to stop teaching yoga in (B)(6). Along with symptoms I previous mentioned (that are worsening), I began to experience a random metallic taste in my mouth, hair loss, insomnia, anxiety and depression, irritability and mood swings, dry skin and eyes, light sensitivity, food sensitivities, night sweats, migraines, and brain fog. I have had two mammograms and two ultrasounds in six months. The results-all normal. But the pain I¿m experiencing in both breasts, across my chest wall, and under my armpits, is not normal. I've had an extensive blood panel run by a functional medicine doctor, and am awaiting test results. I had more tests run by my internal medicine doctor, and I've tested positive for ana, which leads him to think that im facing autoimmune disease. I have no history of autoimmune issues, nor does it even exist in my family medical history. Nothing made sense, until discovered countless women experiencing the same thing. The one thing we have in common is breast implants. Sometimes you have to take the drivers seat in your own health, and the road I discovered is breast implant illness (bll). I am fully aware that most physicians don¿t recognize bll, but there¿s no other explanation for what im experiencing. Had I known at (B)(6) years old what ingredients are I breast implants, even the saline versions, I would never have gotten them. In my opinion, breast implants shouldn't be legal. There are thousands and thousands of women that are sick. Even after breast explant, and detox protocols, many women are still ill, because the damage is already done. I¿m having breast explant surgery with enbloc full capsule on (B)(6) 2020. I have my medical team lined up for the journey that awaits me on the other side of surgery ¿ detox. My surgeon will be sending the capsules (the scar tissue that forms around the implant) to pathology for testing. I¿ve read many horrific stories of what has been found in those capsules, so I think it¿s safe to say that you might be hearing back from me. I have one favor tho- do more research. Take breast implants off the market until you have completed research that proves their safety. FDA safety report ID # (B)(4).